Manufacturer narrative:
B3: the event occurred on an unreported date in 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized or treated for the peritonitis event. The patient outcome was not reported. At the time of this report, pd therapy had been discontinued. The reporter declined to provide additional information.